Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the estimated cause is reasonably suggested from known information to be stress-related, such as component damage or degradation, mis operation of devices during reprocessing, or compatibility issues. The most probable cause of this complaint is anticipated to be a predictable or random component failure, rather than a design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, that the bronchovideoscope surface precoat on the insertion tube has come off. There was no patient involvement.